Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: during a procedure, the surgeon was using a device, sliding drill for static locking and the device would not lock. The surgeon was able to complete the procedure by freehand locking. The problem occurs only when the nails are longer than 180 mm.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.